Manufacturer narrative:
The product was returned. The interrogation results were normal, the visual screen was acceptable, and device image download successful.

Event description:
It was reported that the patient presented to clinic experiencing skin discomfort due to the implantable cardiac monitor (icm). The icm was explanted. There were no patient consequences.